Event description:
Pump alarmed with lipids infusing 15 minutes after start. Upon investigation, lipids found on floor leaking from pump. IV tubing was noted to have a hole in tubing. Lipid bag was empty and IV pump had a large amount of lipids inside. Infant not harmed. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by sending an e-mail to the address below.